Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2002 and mesh was implanted. Following the procedure, the patient underwent revisionary procedures to correct issues, including abscess, catheterization, and a removal of a large portion of her intestines due to infection. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, intrinsic sphincter deficiency and posterior defect. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, fistulae and dyspareunia. It was reported that patient underwent excision of portion of sling, urethrovaginal fistula repair on (B)(6) 2010 due to right sided tender paraurethral mass, urethral diverticulum, rlq abdominal wall abscess. Patient also underwent urethrolysis, removal of mesh material abdominally and bilateral ilioinguinal nerve blocks on (B)(6) 2011 due to recurrent subcutaneous rlq abscesses, pelvic pain and infected mesh material.